Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal left anterior descending artery. Upon initial inflation attempt, the balloon catheter ruptured at 6 atms leaving the stent partially deployed at the target lesion site. The sds was withdrawn from the pt without complication and another balloon catheter was used to fully deploy the stent. There were no clinical sequelae reported relative to the event.